Manufacturer narrative:
Batch review performed on 21 december 2020: lot 187961: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 21 december 2020: liner: mpact 01.32.3644hc10a face-changing 10deg pe hc liner 36/e (k183582)lot. 1810850: (B)(4) items manufactured and released on 22-mar-2019. Expiration date: 2024-03-10. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, reporting pain due to a dislocation of the head from the liner. The surgeon revised the medacta head with a medacta head and revised the medacta liner and cup with another company's product. The surgery was completed successfully. A direct anterior approach was used in the primary surgery.